Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes adult fome-cuff .the complainant returned two devices for inspection. Visual inspection of the two returned devices with the naked eye and under normal plant lighting showed that the foam cuffs had been damaged by moisture and that condensation had been allowed to remain under the connector causing a black-colored mold or mildew to form. A functional inspection of the two devices was performed. The air was evacuated from the cuffs and the red plug sealed. The cuffs remained compressed (reference pictures). The two devices were leaked tested per wi-10-012 rev 112. No leaks were observed in the cuffs, cuff bands, shafts, airway lines, or red plugs. The noise and bubbling can be attributed to condensation inside the airway line and wet foam inside the cuffs. The damage to the foam and growth under the swivel connector likely occurred from humidification that accumulated in the airway line and on the connector. The instruction for use, im-gar-10018841-002 (formerly pkg-dfu-85a-2), states under warnings that tracheostomy tubes must be cleaned/replaced regularly to suit individual patients needs. The IFU states under directions that periodic evacuation of the cuff is recommended to measure residual cuff volume, evacuate any condensate, and verify cuff integrity. Moreover, the IFU states under reprocessing instructions to make sure the cuff is fully expanded and then plug the red wing pilot port to prevent fluids from wetting the foam. The investigation did not identify a manufacturing defect with the two returned samples. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.

Event description:
It was reported that three devices have issues. There are coatings forming on the cone where the cannula is attached which cannot be removed. In addition, from the 3rd use onwards, the cuff continuously lets air out and starts to "bubble" every few minutes. This causes a permanent noise nuisane, as well as irritation and leakage during 24-hour ventilation. No adverse patient effects were reported.